Event description:
The patient was revised on (B)(6) 2022 for infection. Approximately 2 years and half after the first surgery. The surgeon explanted 1 stem 32/08 and 1 humeral cup 36+3. The surgeon implanted 1 helemet head 48, 1 offset taper adapter, 1 stem 32/08 and 1 cortical screw 30.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.